Event description:
Add'l info received during phone conversation with the customer: the nurses were reportedly checking the IV sites every hour and parents were at the bedside. The infiltration happened quickly. Add'l pt info was requested, but no further info was available.